Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. During a procedure on (B)(6) 2006 mesh again was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06145. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06145 and 2210968-2013-24884. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and cystocele involved prolapse. It was reported that the patient had the concurrent procedures of anterior repair and cystoscopy performed during mesh implantation.